Event description:
It was reported to philips that the base of the electric shock plate is burnt black. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Available details indicate that the bottom of the paddles are black and burnt. It was determined onsite diagnosis was needed to further assess the issue. Onsite evaluation performed, the issue was confirmed. The bottom of the paddles and paddle trays are black. The fse's assessment indicated that the issue was a result of not properly drying the bottom of the paddles. As part of the paddles safety check, the paddles are to be clean and dry. The paddles and paddle trays were replaced to resolve the issue. Operational check was performed, there were no issues. The device is fully functional, returned to service and remains at the customer site. Based on the information available, the cause of the reported problem was attributed to not properly drying the bottom of the paddles. The reported problem was confirmed. The customer was provided a replacement part to resolve the issue. It has been concluded that no further action is required at this time.